Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone 14 pro max (ios 16.6) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified. Since no diagnostic logs were provided, we performed an analysis on the analytics logs provided. Even thought the os didn¿t specify the reason of the disconnection, we believe it might be due to missing bonding keys which typically cause the connection to fail multiple times. Other reason could be that the user is having fota app and minimed mobile app installed at the same time, causing a ble conflict. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. If the fota app was not deleted: settings > general > iphone storage > diabetes updater > delete app. 3. Remove the pump from the ios bluetooth settings. 4. Restart the phone. 5. Install the minimed mobile app  6. Wait 10 minutes 7. Open the app and attempt pairing again. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer unable to pair pump with app, minimed mobile 2.1.0, iphone 11, ios 16.6 "an attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone 11 pro (ios 16.4.1 (a)) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version c. After conducting a thorough investigation, we have found that the most likely reason of the reported behavior is a teneo deployment that was done at the time when the issue was reported. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Remove the minimed mobile app from the phone 2. Remove the previously paired pump from the ios bluetooth settings (forget device). Note: make sure to perform this step before every pairing attempt, including after a failed pairing and after a fresh app install. 3. Remove the mobile device from the pump paired devices list. 4. Restart the phone 5. Install the minimed mobile app 6. Attempt pairing with the pump 7. Wait for up to 10 minutes for the ""reconnecting to pump..."" Status message on the home screen to disappear. We haven't received feedback from the helpline regarding the outcome of the implemented resolution steps medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had opps something went wrong. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported pairing was failed. It was unknown whether the customer to continue to use the app and which will not be returned for analysis.